Event description:
This is the first MDR for the first suspect product. A physician reported a pt who was initially skin tested with negative results in 1999. The pt was treated at the glabella. The procedure was without event. 5 days later the pt presented with erythema, edema, and pain at the treatment site. The date when the pt first noted the symptoms was not known. The physician was not sure of the diagnosis, but suspected possible hypersensitivity, infection, herpetic outbreak. The physician prescribed topical duoderm dressing, and oral prednisone and keflex. 1 day later, the pt was examined and the physician noticed continued symptoms. No further medical or surgical intervention was prescribed or planned. Subsequently, on an unk date in 1999, the pt was examined and the physician noted necrosis at the treatment site. The diagnosis was vascular event associated with the product. No further medical or surgical intervention was planned or prescribed.